Manufacturer narrative:
Result: head end siderail timing link.

Event description:
It was reported in a service report that the siderail being unable to properly lock in the upright position. No pt involvement or adverse consequences were reported.